Event description:
During preventative maintenance of the device, the tech observed the cursor on the central control monitor would not move. The colors on the display were also fading in and out. The tech opened the monitor and checked the connectors to make sure a good connection was established. As a result, the cursor began to move; however, the colors on the display continued to fade in and out. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.